Event description:
It was reported by the surgeon the intraocular lens (iol) was loaded incorrectly resulting in a kinked haptic. The procedure was complicated by a broken capsule. The orientation of the lens did not change and the optic was free and clear of imperfections. The patient did not notice a decrease in vision. In the surgeon''s opinion, the likely cause of the event was a kinked haptic and the patient''s prognosis is excellent.

Manufacturer narrative:
It has been identified that the lens had been returned to bausch + lomb in another product return package. It was labeled incorrectly. The serial number of the lens cannot be determined. Only half of the lens was returned. The optic has been cut or torn in half. One haptic is attached to the optic and it is bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the condition of the returned lens. The conclusions from our original report submission remain unchanged.

Event description:
It was reported the surgeon did not recall if there was any capsule damage or loss of vitreous, but no vitrectomy was performed. The iol damage was noticed after implantation and the lens was removed intraopertively and replaced with another lens of the same model and diopter. The surgeon had no product quality concerns. In his opinion, the most likely cause of the damage was related to the incorrect loading which probably caused the leading haptic to get stuck in the injector and kinked it. Current patient prognosis is she is doing fine.

Manufacturer narrative:
The conclusions from our original report submission remain unchanged.

Manufacturer narrative:
The product evaluation provided that one plastic bio-hazard bag was returned that contained the patient lens implant identification card and labels only. The intraocular lens (iol) and the packaging was not returned. The lens was not returned for evaluation. The device history record (DHR) was reviewed and there are no discrepancies or deviations found that related to the reported issue. There have been no other events for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported the lens haptic became kinked during intraocular lens (iol) implant surgery on the left (os) eye. The lens was removed and a vitrectomy was performed. Additional information has been requested, but not yet received.